Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on the enhanced half-height drawers main 3-1 and 3-2 were off the bus. A field service engineer (fse) reseated all 6 row board connectors, both retractor band connectors, and all pocket connections and all pockets. Then the fse released all the pockets, removed the debris, and the lids were tested, verifying proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 attempted to eject cubies, but the system failed to recognize cubies that were still physically present on the drawer. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.